Event description:
The date above is actually the date I had my sillmed cohesive gel breast implants removed, after years of unexplained symptoms of debilitating joint and muscle pains, insomnia, anxiety, urinary retention, fatigue, heat intolerance and night sweats every 15 minutes all night long. Symptoms most severe past 3 years with tens of thousands of dollars spent on drs, labs, x-rays, procedures and unnecessary surgeries with no answers or relief. I was considering suicide until someone, not a dr. Suggested it was my implants. I had them removed on (B)(6) 2016. The right implant was ruptured and sweating into my body. I have had immediate relief from all my symptoms. I was being slowly poisoned by the leaking chemicals and heavy metals that I was never told were even in the implants when I got them in 2006!